Event description:
On (B)(6) 2013, it was reported that a system diagnostic returned dcdc=7 indicating high impedance. The generator was normal, and x-rays were to be taken; however, attempts for any additional information have been unsuccessful. It was stated that the generator was never programmed on after generator revision in 2012.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.